Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 210 mg/dl at the time of incident. The troubleshooting was performed and they were clear the alarm and able to complete the pump rewind. The customer reported that the unexpected restart alarm reoccurred after battery change. The customer advised that the insulin pump will need to be replaced. The device will be returned for analysis.